Manufacturer narrative:
(B)(4): a2: patients younger than 65. G2: report source italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Report source: literature: no difference in the level of sports activity between single versus dual mobility total hip arthroplasty in adults: a clinical trial. D'ambrosi, a., anghilieri, f. M., valli, f., et al. (2025). European journal of medical research, 30 (212), pages 1-6. Https://doi.org/10.1186/s40001-025-02470-1.

Event description:
On 03jun2025, a journal article was retrieved from european journal of medical research (2025) that reported a study from italy. The purpose of the study was to compare sport-related patient-reported outcome measures (proms) of the traditional single mobility (of note referred to as sm, sb, sd interchangeably throughout the article) versus dual mobility (dm/db) implants in active patients younger than 65. The study reviewed 403 patients, 372 sm and 31 dm. A delta ceramic and high-density crosslinked polyethylene were used in the single mobility group. A trilogy cup and fitmore hip stem (zb) were used. In the dual mobility group all competitor product (permedica) was used. All implants were cementless. Patients were allocated to one of two surgeons based on their preference. A minimally invasive posterolateral approach in a lateral decubitus was used in all patients. The study population had a mean age of 56.3 years at time of surgery (sm= 56.2; dm = 57.0); (sm=216 males/156 females; dm= 12 males/19 females). Follow-up was conducted upon admission, at 12 months, and at a minimum of 24 months postoperatively with a mean length of follow-up for 51.3 months. No difference was found in results between the two groups at each follow-up point. Patients who underwent either procedure had a similar level of sports activity at approximately 51 months of follow-up. The study reported that one acute infection occurred in the sm group which was managed with surgical debridement, antibiotics, and implant retention. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, g3, g6, h2, h6, h11. Corrected: b3, e1 - first/given name, last name, and email address. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the journal article, the reported event can be confirmed. A definitive root cause cannot be determined. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.